Manufacturer narrative:
The clip only was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the inability to close the clip. It was reported that the patient presented with a left atrial mean pressure of 60, atrial fibrillation and was on a balloon pump. The mitraclip procedure to treat degenerative grade 4 mitral regurgitation (mr). During the procedure blood oxygen levels dropped to around 50%. The patient was placed on various drips to regulate blood pressure and heart rate. Per the physician, this was related to the patients pre-exiting conditions. The first clip delivery system (cds) (90409u363) was advanced to the mitral valve, grasping was difficult due to difficult visualization of the leaflets. The leaflets were eventually grasped, and the clip was deployed. To further reduce mr, a second clip (90605u122) was advanced, it was noted that the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and mr returned to a grade of 4. A chordae rupture was noted, it is not certain if was pre-existing. The second clip was continued to be positioned, in an attempt to stabilize the slda clip. Grasping was difficult, leaflet insertion was successful; however, the clip drifted too lateral. The clip was inverted and pulled into the left atrium to reposition the clip more medial. The angle of the clip compared with the mandrel and shaft was 90 degrees and the clip was unable to close. The clip detached from the delivery catheter, while remaining on the gripper line and lock line. The clip was retracted close to the tip of the steerable guide catheter. The devices were surgically removed and mitral valve replacement was performed. Immediately after surgery, the patients kidneys were not functioning well, but, per the physician function improved. Additionally, per the physician, this was related to the surgical procedure and unrelated to the mitraclip or mitraclip procedure. There was no additional information provided.

Manufacturer narrative:
The clip was returned for analysis and investigated. The reported positioning failure, difficult to open or close, difficult to remove, deformation due to compressive stress could not be replicated in the testing environment due to the condition of the returned device (clip only was returned) additionally, it was observed that the actuator coupler and gripper line were broken, and the gripper was split/torn. The reported difficult to open or close, difficult to remove and material separation were confirmed based on the observed broken actuator coupler. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Imaging received from the account was further reviewed by an abbott vascular medical advisor who stated that the provided image shows an inverted clip which could not be confirmed if it was still attached to the clip delivery system or only to the gripper and lock lines. Nothing else could be inferred from the provided images.¿ based on the information reviewed, a definitive cause for the reported positioning failure and deformation due to compressive stress could not be determined. The reported difficult to open or close, difficult to remove and material separation was confirmed based on the observed broken actuator coupler. Lastly, the observed broken gripper line and material split/torn of the gripper was result of procedural circumstances. A potential product quality issue was identified. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.